Event description:
During a laparoscopic nissen procedure, the device appeared to be faulty and would not work during the procedure. As soon as a new product was used, it worked without any problem. There was no reported patient consequence.